Event description:
Umbilical 12-mm x 130 mm blunt tip balloon trocar port was inserted with ease in the usual manner through a 0.5 inch incision by the surgeon to accommodate the intuitive robotic 12mm 0-degree camera. Once the robot was docked with the surgeon at the console, a black dome shaped object was noted in the insufflated abdomen. The fragment was retrieved and the case resumed. There was a notable loss of insufflation but it did not impact the case which was completed without complication. Post-operative examination of the device indicates that one valve of the bi-valve within the port appears to have been the device that was retrieved.